Event description:
It was reported to medtronic neurosurgery that a pt stated in (B)(4) that she had four revisions and replacements of shunt systems since her first one was placed in 2000. According to the report, 2008 she had a malfunction and emergent replacement of a shunt that was placed in 2006. Allegedly, the tubing disconnected. Retracted and recoiled causing four large pockets of csf to build; the smallest of the four was located in the center of her sternum and was the size of a tennis ball. The report stated that the surgery required major abdominal repair. According to the report, her current shunt causes major abdominal pain.

Manufacturer narrative:
The products were unavailable for return. Therefore an eval of device performance was not possible. A review of mfg records was not possible as no lot numbers were provided. All of our valves are 100% tested at the time of MFR.